Manufacturer narrative:
The returned product was examined under magnification. The screw showed damage around the hex recess on the head, with scratches and denting along the edges and around the surface of the head. One screw showed a silver color along the body of the screw near the fracture site where the anodization had worn away 2.3mm x 20mm locking cortical screws. The broken screw was measured for overall length using mitutoyo caliper to confirm fracture point. The screw had length of .1675 indicating that the fracture occurred within the main shaft of the screw. It is not possible to determine if the damage seen around the hex recess, the fracture or the anodization wear occurred during implantation or removal. Additional mdrs associated with this event: 3025141-2022-00017: screw 1, 3025141-2022-00018: screw 2, 3025141-2022-00020: screw 4, 3025141-2022-00021: screw 5, 3025141-2022-00022: screw 6, 3025141-2022-00023: screw 7, 3025141-2022-00024: screw 8, 3025141-2022-00025: plate.

Event description:
While explanting hardware from the patient (during routine hardware surgery), the surgeon found four broken screws. It is not known if the screws were broken during removal surgery or were broken post-op (the first surgery). Broken portions of each screw were left implanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2022-00017 follow up 1: screw 1, 3025141-2022-00018 follow up 1: screw 2, 3025141-2022-00020 follow up 1: screw 4, 3025141-2022-00021 follow up 1: screw 5, 3025141-2022-00022 follow up 1: screw 6, 3025141-2022-00023 follow up 1: screw 7, 3025141-2022-00024 follow up 1: screw 8, 3025141-2022-00025 follow up 1: plate.